Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the balloon ruptured after inserting it into the body. When examined outside of the body, a longitudinal tear was found. The procedure was successfully completed with another device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination confirmed the customer complaint; a large tear was found in the balloon, rendering it non-functional. It cannot be determined conclusively how the balloon tore.